Manufacturer narrative:
Date of explant added, inadvertently omitted on initial report.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2017. During the procedure contact number one fractured from the leaf and remained loose in the epidural space. The lead was removed and a new lead was implanted. The lead fragment was unable to be removed.

Event description:
Follow up information identified the patient is receiving effective stimulation.